Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. B5: additional information received 07aug2023. Corrections: d9, e4 h3: (other): the device has been returned and preliminary evaluation has been performed; however, our investigation is ongoing and device evaluation summary will be included in our follow up report once our investigation has been completed. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received 07aug2023: the procedure being performed was a 'renal stone extraction'.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Correction: h6 (annex g) event summary as reported, a 'ngage nitinol stone extractor' was opened and placed on the sterile field. The device was tested and functioned as intended prior to advancing the device into the scope. The procedure being performed was a 'renal stone extraction'. After placing the device into the scope, the basket would not deploy. The device was removed and tested again and it would not deploy. Another device was used to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence. Investigation ¿ evaluation reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions (mi), and quality control procedures, as well as a visual inspection and functional test of the returned device, were conducted during the investigation. One device was returned to cook for evaluation in shipping tray. The function test notes the handle actuated the basket assembly but the basket formation did not open. A visual exam using magnification notes the distal shrink tube that covers the distal end of the basket sheath had moved distally, covering the basket formation and preventing the basket from opening. A document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the DHR for the reported complaint device lot revealed one possible related non-conformance for ¿shrink tube, damaged¿ in which nine devices were scrapped. A database search did not identify any other complaints associated with the reported device lot. Based on the available information, cook has concluded that there is no evidence suggesting nonconforming product exists either in house or in field. The information provided upon review of complaint file, device history record, complaint history, and quality control documents provide evidence to support that the device was manufactured to specification. Cook also reviewed product labeling. The product IFU did not provide any information related to the reported issue. Based on the information provided, inspection of the returned device, and the results of the investigation, the cause for the movement of the distal shrink tube could not be determined. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
As reported, a 'ngage nitinol stone extractor' was opened and placed on the sterile field. The device was tested and functioned as intended prior to advancing the device into the scope. After placing the device into the scope, the basket would not deploy. The device was removed and tested again and it would not deploy. Another device was used to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
E3: customer occupation = unknown g4: PMA/510(k) number = exempt this report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.